Event description:
Pump was explanted due to a apparent infection with subsequent tissue necrosis in 2002. Device was returned to codman with no paperwork and it was understood that the pump was returned for storage after being removed. Further review of the device tracking file was undertaken when the explanting surgeon called requesting a copy of the evaluation of the pump. It was discovered that due to the circumstances associated with the return of the pump, it had not been recognized as a complaint.